Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had migrated to under the patient's armpit. The patient was seen for a invasive procedure where the device was explanted and replaced. There were no additional adverse patient effects.